Event description:
It was reported that the unknown zimmer implant threads are damaged.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates implant fracture. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined without event confirmation.

Event description:
It was reported that the unknown zimmer implant threads are damaged. The doctor mentioned that it was a screw vent implant but did not have a reference number for it.